Manufacturer narrative:
A ge representative evaluated the system and ran the onboard scan disk program to let the system automatically repair corrupted software flies. The system operates as intended.

Event description:
It was reported that the system locked up. No patient injury was reported.